Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/08/2015 with the following findings: the pump keypad was observed to be peeling and the battery compartment was observed to be cracked. The pump was powered on and the display screen was noted to be dim and discolored with a pinkish coloration. During testing, the keypad buttons were confirmed to be responding normally. The keypad was removed and contamination was observed under the button contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a cracked battery compartment, dim discolored display, and contamination under the keypad button contacts. This report is made based on the results of evaluation completed on 12/08/2015.